Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via the manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided. It was reported the physician contacted the rep asking for the meaning of the code 8286 seen on the patient¿s personal therapy manager (ptm). It was reviewed the code meant empty reservoir. It was unknown if the patient was due for a refill. The rep had no further information at the time of the report. It was unknown when the issue occurred or if the patient experienced any symptoms. The rep planned to follow-up with the physician. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep) (B)(6) 2018. The rep had reached out to the physician/account and was unable to obtain the patient's information and device information. The rep was unable to determine why the empty reservoir had occurred. It was unknown if the patient had experienced any symptoms related to the event. It was unknown if the pump had been delivering medication or saline. It was unknown if any further actions had been taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.